Event description:
The following events reported in all instances when medline product #dynd160516 was utilized: on (B)(6) 2016: male home health patient had a foley catheter inserted, balloon was inflated. Patient was admitted to inpatient status 24 hours later. Foley became dislodged and urethral bleeding was encountered. In this instance, it was suspected the foley tubing had become entangled in the home in the patient's wheel chair wheel. This was not confirmed. All instances above were completed by experienced rn's. (B)(6) administrator patient care services. Reference reports mw5061895, mw5061897 and mw5061898.